Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator spontaneously switched modes. A 20-hour long test was performed with no anomalies observed. It was noted that the generator's hanger did move very roughly and it was therefore replaced. The generator was calibrated and tested on the automated test system and it passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator would spontaneously enter a different pacing mode and that this had occurred "several times". The generator has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.